Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump was returned with a dim and discolored display screen. A test screen was installed and displayed properly. Unrelated to the display issue, the pump¿s history showed evidence of a time and date reset to factory default after rebooting. Evaluation revealed the pump¿s internal battery was leaking. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a dim and discolored display screen. This report is made based on results of investigation completed on (B)(4) 2013. There was no adverse event associated with this complaint.